Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional. It was reported that after the implant, the patient experienced recurrence, foreign body reaction, adhesions, inflammation, benign adipose and fibrous tissue, giant diastasis, and mesh herniated into diastasis. Post-operative patient treatment included revision surgery and removal of mesh.